Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the model 9900 had poor image quality during a procedure. There was no adverse pt involvement reported.